Event description:
A (B)(6) year old male patient in a spiral-z study experienced bowel obstruction, ischemia, or fistula on (B)(6) 2012 (5 days pp). Patient treated on (B)(6) 2012 for an aortoiliac aneurysm. Maximum diameter 4.8cm. Prox. Neck had parallel shape with partial plaque/thrombus. Left ia had no tortuosity, no occlusive disease, and mild calcification. Right ia had mild tortuosity, no occlusive disease, and moderate calcification. Patient received a main-body-inverted-leg with left and right iliac spiral-z legs. No difficulty deploying the components. No other devices were used and no other procedures performed. Molding balloon was used but no details were provided. On (B)(6) 2013 (187 days pp), the 1-6 mo clinical assessment was completed. Aneurysm contracted by >5 mm. Devices were patient no external compression, flow-limiting kinks, thrombus, endoleak, or device integrity issues. On (B)(6) 2014 (557 days pp), the 12 mo clinical assessment was completed. Ultrasound showed aneurysm had contracted by 5 mm. Devices were patient with no thrombus or endoleaks. External compression, flow-limiting kinks, migration, and device integrity issues were not reported. At the conclusion of the procedure, the devices were patient with no external compression, flow-limiting kinks, or thrombus but type ii endoleak was noted.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.